Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16734. It was reported that the right atrial and right ventricular leads exhibited noise oversensing. Noise was reproducible with isometrics. Oversensing led to inappropriate automatic mode switch. The leads were reprogrammed. The patient was not dependent and was stable.

Event description:
New information states that the lead exhibited noise reversion on egms suggesting external noise occurring with no impact to patient safety.